Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with eight detached needles and some sutures was received for analysis. Product code vcp751d which is a control release and requires eight strands per packet. Upon visual assessment of the sample, the swage and attachment area were noted to be as expected. The barrel holes were examined, and remnant of suture was observed. The sutures cannot be dispensed since have begun the degradation process this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: was the sterility of the device compromised? * was the product seal on the foil still intact when the package was opened? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, it was reported that suture was found oxidation in the newly dispensed suture when preparing for surgery. Besides, the problem of pulling off suture needle had happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.